Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexj0352 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion of the catheter, the health professional was unable to remove the ¿mandrel¿ and the catheter became twisted. There were several attempts to withdraw the catheter. The PICC ripped, it was necessary to use another product to complete the procedure. No patient injury was reported.